Manufacturer narrative:
The returned device was evaluated and the inspection of the cannula assembly found the soft cannula to measure out of specification at 0.848 inches. Fluid could not fully flow through the complete fluid path due to the soft cannula measuring shorter than expected. It could not be determined when this damage occurred. It could not be conclusively determined if this damage contributed to the reported event. The download data does not contain any timeouts or pulse width increases that would indicate a failure to deliver insulin. No other damages or manufacturing deficiencies were found that would result in the device failing to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose level reached 17 mmol/l (306 mg/dl). The pod was worn between 24 and 36 hours on the leg. Hyperglycemia treated with a new pod.